Event description:
According to the reporter, the cap broke off from the piece that sits inside the catheter at insertion. It broke before placing in to the patient. Luckily, it would not have been able to get that long plastic piece out of the catheter, forcing us to remove the catheter and place a new one. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.